Event description:
The customer reported having low blood glucose and she almost passed out. The caller stated that her son was checking her glucose level, was pressing buttons, and accidentally turned it off. The customer stated that she landed on the floor and was lying down. Her son gave her honey, a yahoo drink, and some orange juice as well a glucagon shot. The customer stated that she is unsure what is causing her blood glucose to drop, and it happened three times this week. The customer mentioned that if she takes insulin her blood glucose drops, and if she does not take her glucose level goes in the 600s mg/dl. The customer stated that while being at work she was feeling sick and her supervisor took her to the health center next door and they checked, but she does not recall the actual reading. She was confused and was given a glucagon shot. The next instance was in the drug store when she did not feel well and drank a soda. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.